Manufacturer narrative:
Additional information was received that the ipg was replaced per physician's preference. The patient was doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg will be replaced with a spectra ipg. No further information is available at this time.

Event description:
A report was received that the patient's ipg will be replaced with a spectra ipg. No further information is available at this time.